Manufacturer narrative:
Upon removal from the sterile package, the enterprise vrd (B)(4) delivery system unraveled and the vrd prematurely deployed in the packaging. The device was immediately set aside for return and was never attempted to be used. Another enterprise vrd was then chosen and used without incident. The product was stored per labeling instructions, and no damages were noticed on the inner or outer package. Nothing happened during removal that may have contributed to the event, and other than the reported product malfunction, no other damages were noticed on the device (fracture, separated, etc). No additional information was received. Per (B)(4) report (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10129426. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Without the return of the device the reported event could not be confirmed. Additionally, review of the information provided suggests that user interaction may have contributed to the reported event. There is nothing in the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
Upon removal from the sterile package, the enterprise vrd ((B)(4)) delivery system unraveled and the vrd prematurely deployed in the packaging. The device was immediately set aside for return and was never attempted to be used. Another enterprise vrd was then chosen and used without incident. The product was stored per labeling instructions, and no damages were noticed on the inner or outer package. Nothing happened during removal that may have contributed to the event, and other than the reported product malfunction, no other damages were noticed on the device (fracture, separated, etc). No additional information was received.

Manufacturer narrative:
(B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10129426. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.